Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision cemented tibial component left size f catalog #: 42542007501 lot #: 65314913, persona cemented half block tibial augment left medial size ef 10mm catalog #: 42555805310 lot #: 65324396, persona cemented half block tibial augment left lateral size ef 10mm catalog #: 42555805110 lot #: 65314961, persona tapered cemented stem extension 14mm x +75mm catalog #: 42560007514 lot #: 65265670, persona tapered cemented stem extension 14mm x +75mm catalog #: 42560007514 lot #: 65265694, persona central tibial cone size small catalog #: 42545000511 lot #: 64815926, persona revision cemented femoral component left size 9+ catalog #: 42504606611 lot #: 65324144, persona cemented distal augment size 9, 9+ 5mm catalog #: 42556606605 lot #: 65047249, persona cemented distal augment size 9, 9+ 10mm catalog #: 42556606610 lot #: 65042398, persona cemented posterior augment size 9, 9+ 5mm catalog #: 42556806605 lot #: 65324428 the complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision due to ligament laxity and instability approximately three (3) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event of instability could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.